Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device seized, jammed and moved heavily. It was further determined that the device failed pre-tests for check for air leak, check for excessive noise and check the power with test bench: min. 110 to 160 w. It was noted in the service order that the device had an undetermined malfunction during equipment testing while in use with two other compact air drive devices and an oscillating saw attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.